Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea (o2) oxygen valve/motor appears to be sticking. They have two occurrence were the machine is set to a high percentage of oxygen (70% - 80%) but it only delivers 21%. The patient was transferred to bag mask ventilation. The customer confirmed that there is no patient harm associated in this reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the reported issue. Testing revealed that the issue was caused by the o2 (oxygen) blender assembly flag steps being out of specification by a faulty actuator causing the blender to malfunction. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.